Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges the patient suffers from pain, discomfort and cobalt-chromium metal ions and particles released in patient's blood, tissue and bone.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 6/2/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated corrosion on the taper, scratches on head/liner, and cyst related to metal on metal reaction. No labs were provided for the alleged high metal ions. The doi of (B)(6) 2007 was a revision from a previous hip replacement. The stem was placed during the previous hip replacement and its unknown if it was a depuy stem. If/when we receive more information we will updated as needed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A review of the device history records for the 1814129 lot code found three manufacturing deviations. It was confirmed that the deviations had no effect on the reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.